Event description:
It was reported that during percutaneous coronary intervention, removal difficulties and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. The 3.00x32mm promus element plus stent was used to treat the lesion. While attempting to remove the device, the stent was unable to retract into a non-bsc guide catheter. The device and guide catheter were removed together. Upon removal the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: only the stent was received for analysis. The stent was severely stretched and bunched up. Three strut rows on one side of the stent were undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).